Event description:
Per the clinic, the patient developed an infection at the implant site and was treated with oral antibiotics. The implant device remains.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2015 for placement of skin graft. During the same procedure the abutment was exchanged. The patient was prescribed a two week course of oral antibiotics. As of report dated (B)(6) 2015 the site healed well from the grafting and the patient was doing great. This report is filed january 29, 2016. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.